Manufacturer narrative:
The probe has not been returned for evaluation. A product analysis has not been performed. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a total thyroidectomy, the nim system began to malfunction and could not guide the customer in identifying/following the recurrent and superior laryngeal nerves. The customer tried a number of probes with no resolution. There was no reported patient impact or injury. Regulatory report 1 of 2 (# 1045254-2018-00068) has been submitted for the nim mainframe. This regulatory report (2 of 2) will represent the probe(s).